Manufacturer narrative:
The investigation confirmed the customer's d-dimer results for the patient sample on the c502 module. There was no indication of interference. A specific root cause could not be identified based on the available information and d-dimer results.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer alleged that they had received a questionable tina-quant d-dimer gen.2 (d-dimer) result on the cobas 8000 c 502. On (B)(6) 2017 the customer received the initial d-dimer result of 4724 ug/l on the siemens bcs xp analyzer. On (B)(6) 2017 the same sample was tested on the c 502 module with a d-dimer result of 193 ug/l and a repeat result of 213 ug/l. The sample was retested with a d-dimer result of 183 ug/l on the c 502 module. The same sample was tested with a 1:3 automatic dilution and the d-dimer result was 198 ug/l on the c 502 module. It was asked but not known which result is deemed to be correct. It was asked but not known if an erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The d-dimer reagent lot number was 24988201. The expiration date was requested but not provided. On (B)(6) 2017 a new sample was tested on the siemens bcs xp and the d-dimer result was 5159 ug/l. On (B)(6) 2017 the new sample was tested on the c 502 module and the d-dimer result was 161 ug/l with a repeat result of 209 ug/dl. The d-dimer reagent lot number used on (B)(6) 2017 was 262972. The expiration date was requested but not provided. The patient was sent to a specialty heart hospital for syncope. There was no heart insufficiency diagnosed. The investigation reviewed the customer's calibration and quality control data. The calibration was inconspicuous and the quality control was acceptable.